Event description:
Procedure type: unk. Reportedly, the balloon exploded while using it. Nothing however, fell into the surgical cavity. The procedure was completed with another blunt tip trocar. No pt injury was reported.